Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed hardware icon showed on pyxis screen. A field service engineer replaced drawer controller and replaced pyxibus module control board, but issue was not resolved. Then field service engineer mentioned that the customer resolved the issue, but repair information was not provided. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer 4.1 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.